Event description:
On (B)(6) 2013 the lay user/patient¿s relative contacted lifescan (lfs) alleging a lancing device issue with the onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged lancing device issue started on (B)(6) 2013 at 2:00 pm. The patient manages his diabetes with oral medication (metformin, 1000 mg) and insulin (novolin 70/30, 8 & 15 units; novolin r, self adjuster). At the same time the alleged issue occurred, the reporter stated the patient had less food/drink in response to the alleged lancing device issue. At an unspecified time, after the alleged issue occurred, the reporter claimed the patient developed symptoms of ¿shaky, sweaty¿. On (B)(6) 2013 at 1:00 p m, the patient stated he went into his doctor¿s office for a visit and his blood glucose was tested at the lab. He received a blood glucose result of ¿200 mg/dl¿. It is not known if the patient received any treatment during his visit with the doctor. At the time of troubleshooting, the cca documented that the patient was using the incorrect lancets. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.